Event description:
It was reported to philips that the system did not turn on, which can impact imaging and geometry movements. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to power on. The review of the system logfiles showed the malfunction with the pdu fantray and dcps. Upon troubleshooting actions, the fse identified a faulty fuse in the pdu fantray and dcps, which resulted in pdu board 16 and mdy being switched off. The supplier's part analysis conclusively determined the cause of the pdu fantray failure was due to defective fuse. To resolve the issue, the fse replaced pdu fantray and dcps, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.